Event description:
Reporter alleged discrepant blood glucose values of hi back to back with a result of 165 mg/dl when testing was performed three minutes apart on the advantage system. No actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.